Event description:
It was reported that the colonovideoscope tested positive for <10 cfu of pseudomonas, <10 cfu of klebsiella and <10 of cfu stenoprophomonas. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Additional information: b5 this supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined.

Event description:
10 cfu pseudomonas, 10 cfu klebsiella and 10 cfu stenoprophomonas. When first tested only pseudomonas was present, when further testing completed, the scope came up with other bacteria present. It was reported that, during reprocessing, the colonovideoscope tested positive for 10 colony forming units (cfus) of pseudomonas, 10 cfu of klebsiella and 10 cfu of stenoprophomonas. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.